Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump declared multiple temperature alarms that could not be cleared. The pump was not within extreme temperatures. The customer experienced an elevated blood glucose level of 350 mg/dl, and was addressed by administering manual injections. It was indicated that the customer would administer manual injections as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.